Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a rupture of a thoraco-abdominal aortic aneurysm using two gore tag thoracic endoprostheses (tgt3420/8124343, tgt3415/8032683). The patient underwent vascular reconstruction for celiac trunk, superior mesenteric artery and both renal arteries. The patient tolerated the procedure. On (B)(6) 2010, the patient underwent surgery to remove a blood clot on left lower limb due to thrombotic disease. The patient passed away due to multiple organ failure on the same day. No further information is available.